Event description:
Pt underwent breast augmentation in 1989 with silicone implants placed. In 2006 pt was taken to surgery and underwent explantation of ruptured right breast implant; explantation bleeding left breast implant; bilateral breast capsulotomy; right partial capsulectomy and bilateral breast augmentation with saline implants. The operative findings were bilateral capsular contractures; silicone granulomata right breast; rupture right breast implant; bleeding left breast implant; bilateral chest/breast deformity and breast asymmetry left>right. Surgeon thinks implants may have been dow corning, but they were unrecognizable at time of removal.